Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the occlusion alarms were due to the cartridge or "infusion set failures". However, it could not be confirmed as the event was in the past. Blood glucose was in the 350's (mg/dl). Reportedly, the supplies were changed to address the event.